Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-aug-2023. H.6. Investigation summary: it was reported there were holes in the base that holds the needle. To aid in the investigation, twenty-two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. No leakage or any other issue was observed. A device history record review was completed for provided material number 305106, lot 3055903. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd¿ needle 1/2 in. Single use, sterile, 30 g had was a hole that led to leakage. This is 1 of 2 related reports. There was no report of patient impact. The following information was provided by the initial reporter: ¿ where was the holes located on the device? On the base that¿s holding the needle ¿ are you able to provide the correct batch number? (3059503 was found as invalid in the system) bd lot # 3055903 exp 2020-08-31 and bd lot # 2228030 & 3055929, ¿ are you able to provide the incident date? Several, most recent is 06/23. ¿ was the event discovered before use/during use? 1st incident was during use. 2nd & 3rd was before . ¿ was there any patient involvement? 1 ¿ if yes, what is the patient outcome? Are there any adverse events/serious injuries? No adverse events ¿ was there a delay of, or change in, the course of treatment due to the event? Yes we have to change out the needle and prime the needle before hand to make sure the event wasn¿t a repeat ¿ what type of procedure is being performed? Toxins injection ¿ what was the medication/fluid in use at the time of the event? Toxins injection such as botox, dysport ¿ was there any leakage of medication/fluid? Yes. Happens when you draw or prime the medication.

Event description:
It was reported that an unspecified number of bd¿ needle 1/2 in. Single use, sterile, 30 g had was a hole that led to leakage. This is 1 of 2 related reports. There was no report of patient impact. The following information was provided by the initial reporter: where was the holes located on the device? On the base that¿s holding the needle are you able to provide the correct batch number? (3059503 was found as invalid in the system) bd lot # 3055903 exp 2020-08-31 and bd lot # 2228030 & 3055929, are you able to provide the incident date? Several, most recent is (B)(6) 2023. Was the event discovered before use/during use? 1st incident was during use. 2nd & 3rd was before. Was there any patient involvement? 1. If yes, what is the patient outcome? Are there any adverse events/serious injuries? No adverse events. Was there a delay of, or change in, the course of treatment due to the event? Yes we have to change out the needle and prime the needle before hand to make sure the event wasn¿t a repeat. What type of procedure is being performed? Toxins injection. What was the medication/fluid in use at the time of the event? Toxins injection such as botox, dysport. Was there any leakage of medication/fluid? Yes. Happens when you draw or prime the medication.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.